Manufacturer narrative:
Summary of event: as reported, prior to a retrograde intrarenal surgery (rirs) user tested the 'ncircle tipless stone extractor' and found the basket could not be opened. The user completed the procedure with another extractor device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found no related non-conformances reported for lot 15198898. A complaint history database search showed one other complaint reported for the device lot 15198898. The additional complaint is for the same failure mode as this complaint. Because adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, it was concluded that there was no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU [t _ ntse_ rev1] did not provide any information related to the reported issue. Functional tests and visual inspection of the returned complaint devices were also conducted. One, used, 'ncircle tipless stone extractor' was returned for investigation. The handle was unable to actuate the basket assembly; the device was disassembled and it was noted that the basket sheath pulled loose from the yellow support sheath, preventing the basket from opening/closing. The glue bond between the yellow sheath and the metal basket sheath that failed. The returned device was found to have a basket that would not open, confirming the customers complaint. The yellow support sheath has pulled away from the basket sheath which prevents the basket from opening and closing. A review of the device history record found no related anomalies. A search of the complaint history database found one other complaint reported for the same failure mode. A review of manufacturing procedures found controls to be in place, all extractors are verified to assure the basket opens and closes properly. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, prior to a retrograde intrarenal surgery (rirs) user tested the ncircle tipless stone extractor and found the basket could not be opened. The user completed the procedure with another same like device . A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.